Manufacturer narrative:
A ge representative evaluated the system and replaced a memory card, the on/off switch, and the low voltage power supply. The system operates as intended.

Event description:
The customer reported the on/off switch was not working. No patient injury was reported.